Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error 42224. It is unknown if there was patient involvement.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed. However, it was found that the downstream occlusion (dso) seal was degraded. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.